Manufacturer narrative:
Additional information in h6. The device was received for evaluation. A visual inspection performed with the naked eye noted that there was a loose blue pullring cap inside unopened pouch. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring cap) of a minicap transfer set was loose inside the bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.